Manufacturer narrative:
(B)(4). Date sent: 01/04/2021 d4: batch # unknown additional information received: 1) surgeon explained the patient was discharged from hospital on day 3 which was slightly ahead of what they were expecting for this patient 2) again, surgeon said this was slightly before what they would have anticipated. Normally 4/5 days for this kind of patient 3) no change to the care of the patient.

Manufacturer narrative:
(B)(4); batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. Additional information: this appeared to be a loose connection with the battery pack. We had the stapler inserted ready to go and on pressing the button nothing happened. It was apparent that there was no illumination of the screen and the device appeared dead. We released the trigger and removed the battery. I then replaced the battery. There was a blink of illumination when the battery was pushed in but there appeared to be a loose connection between the battery pack and the stapler. When the battery pack was pushed in with pressure contact was maintained. I decided to go ahead and do the stapling whilst pressing to maintain contact. This worked fine. The patient was discharged day 3 (pretty good for an emergency right hemi). I took a calculated risk to fire the gun with the loose connection. It may have been a more tricky situation with an anterior resection with the stapler between the legs.

Event description:
It was reported that during an unknown procedure, upon removing the powered cdh from the box, they were unable to insert the battery into the battery holder on the gun. They tried all ways to try and make it stay in, but it wouldn¿t hold, and kept on popping out. The surgeon had to hold the battery in with one hand and fire the trigger with the other, very difficult to do, but the managed and the patient was absolutely fine. No delay to surgery.

Manufacturer narrative:
(B)(4) date sent: 01/29/2021. D4: batch # t5e55c. H6: component code = others (g07). Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The battery pack was not returned and hence the reported experience of battery not staying in place during firing could not be verified. A test battery was inserted to verify the experience and the device powered without any difficulties. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.